Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The physician elected to ligate the laa. The laa was successfully closed however when the physician began to retract the device off of the base of the laa an effusion was noted on tee. The physician was concerned about trying to remove the device and causing additional harm. Slow oozing from the pericardium continued but the patient was stable. The surgeon was consulted. The surgeon attempted mini access in the or to remove the device but converted to a sternotomy to allow for better visualization. The surgeon noted that the atrium was highly inflamed as well as the appendage. There was a small perforation at the distal location of the appendage that caused the bleeding. The bleeding was resolved and the device was successfully removed from the appendage and the patient. They physicians were unsure of why the tissues were so friable. The patient had no history of steroid use. The patient was reported as recovering well.